Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.